Event description:
A customer reported an issue with their freestyle meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the (B)(4) letter.